Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that the respiratory rate (rr) measurements was not working as expected. The device was in clinical use at the time the issue was discovered. Rr therapy with protein was documented as medical treatment provided.